Event description:
The user facility reported that during impella 5.5 prep for insertion. A new surgical tech was prepping introducer/dilator and during handling of the sheath the sheath cracked. Axillary kit from another impella 5.5. Kit was opened to replace the cracked sheath.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. Clinical details stated that a new surgical tech was prepping the introducer/dilator and during handling of the sheath, the sheath cracked. The cause of the issue was an introducer sheath split along the scorelines.